Event description:
It was reported that a malfunction occurred with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to using multiple daily insulin injections as a backup therapy and technical support arranged for a replacement pump to be sent, providing instructions on return procedures and offering training with updated software.